Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided). Contact did not provide further information and abruptly disconnected call with tandem technical support.